Manufacturer narrative:
Evaluation of the device could not duplicate the reported event ¿ no fault found. Preventative maintenance is not overdue. Preventative maintenance has been completed on this repair order. Repair/evaluation completed. Final test completed and met all specifications. A device history record (DHR) review found a non-conformance; however, it was not related to the manufacture of the product. The service history was reviewed and found similar repairs to this complaint. (B)(4). Per the instructions for use, the user is advised to continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Bur guards should always be checked before use. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, pro7000de, hall oralmax elite high speed drill, was being used during an unknown procedure on an unknown date when it was reported, ¿the device is not cutting tooth/bone and gets very hot during use.¿. There was no report of injury, medical intervention, or hospitalization for the patient or the user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, pro7000de, hall oralmax elite high-speed drill, was being used during an unknown procedure on an unknown date when it was reported, ¿the device is not cutting tooth/bone and gets very hot during use.¿ there was no report of injury, medical intervention, or hospitalization for the patient or the user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.